Event description:
The customer has obtained falsely high troponin values on one patient sample for the turbo troponin assay on the immulite 1000 instrument. The customer has informed siemens diagnostics that they have noticed falsely high results when using reagent lots 318 and 319. The patient sample was run twice on the immulite 1000 instrument. As the results were high the patient sample was then run twice on the immulite 2000 instrument (troponin assay). The results obtained on the immulite 2000 instrument were lower and were what the customer expected based on the clinical history of the patient and other diagnostic tests. The lot number used for testing the patient sample on the immulite 1000 was not provided by the customer. The initial results obtained on the immulite 1000 instrument were not reported to the physician(s). It is unknown if the results obtained on the immulite 2000 instrument were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the falsely high results obtained on the immulite 1000 instrument.

Manufacturer narrative:
The initial MDR 2432235-2014-00295 was filed on (B)(6) 2104. Additional information (10/24/2014): siemens has confirmed that the immulite/immulite 1000 turbo troponin 1 reagent kit lots 319, 321, 322, 323 demonstrate an increased frequency of 2-7% in the number of falsely elevated troponin values in patient samples above the 99th percentile claim of >0.30 ng/ml (¿g/l), as published in the instructions for use (IFU). Quality control is unlikely to detect this issue. This issue only impacts the immulite/immulite 1000 turbo troponin I assay. Siemens is investigating the root cause of the falsely elevated troponin values. An urgent field safety notice (ufsn) 1112 was sent to ous customers in (B)(6) of 2014. The ufsn recommends that customers transition to an alternate troponin assay. Customers are also requested to discontinue and discard any kit lots listed above, review the ufsn with their medical director.

Manufacturer narrative:
A siemens global product support (gps) specialist has evaluated the patient data. The cause of the falsely high troponin results on the immulite 1000 instrument is unknown. Siemens is investigating the issue.